Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1917 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (reeu1917) have been reported from the same facility.

Event description:
It was reported " we used 4 out this box with successful insertion, blood return, etc., with our primary IV team and within about 4 hours the IV won¿t flush. When removing the catheter there are not any kinks or bends and the lumen will not flush even after removal from the patient." This report addresses the fourth of the four devices.